Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information.

Event description:
A doctor reported severe glistenings affecting a patient's visual acuity many years following the intraocular lens implant procedure. A yag laser was performed on the patient. Additional information has been requested.